Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump may have been under delivering due to high blood glucose. Customer reported that after changing infusion set, blood glucose was elevated. Customer's blood glucose was 265 mg/dl. Customer's blood glucose at the time of call was 205 mg/dl. Customer reported to have only seen a few drops during bolus delivery. Customer was not able to troubleshoot due to needing to go back to work. Customer would call back if issue persist.